Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient began bleeding from the catheter with a concern for a crack in the tubing. The patient bled a significant amount (amount of blood loss was not known). It was also stated that the crack in the tubing caused the bleeding, but the patient was already critically ill in the ICU getting continuous dialysis treatments. The tubing was successfully clamped off and exchanged the line over a guide wire. The patient is still critically ill but stable in the ICU.